Event description:
It was reported that during a abdominal hysterectomy procedure, there was a broken blade. The piece of blade was immediately removed with a grasper, with no consequence for the patient. Another instrument was used to complete the procedure.